Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. The returned probe manifold was visually inspected. Visual inspection confirmed a folded aspiration line at the entrance of the tubing insertion to the probe engine inside the rear shell. This prevented the sample from priming on the console and caused aspiration failure. The kink on the tubing happened during assembling the rear shell to the probe engine. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. The most likely root cause for the customer¿s event is a manufacturing defect. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. Based on the results of the investigation, no additional manufacturing or actions are required at this time. Current complaint tracking shows no adverse trends associated with this product or the reported failure mode. The observed kink in the aspiration tubing is mitigated through existing in-process controls whereby each probe undergoes a leak and flow test after final assembly to identify and prevent release of nonconforming units, including those with aspiration line kinks. Additionally, operators receive routine training on the probe assembly process to ensure proper technique and consistent assembly performance. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter could not aspirate at an unknown timing. The procedure type was unknown. The surgery was performed and completed after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).